Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the integrated electrosurgical unit (iesu) erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi received the erbe generator; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the or staff called in during the case to report the monopolar instrument was not working. The caller stated they had power cycled the erbe generator, replaced the energy cord, and swapped to a second instrument but the issue remained. The technical support engineer (tse) reviewed the logs and confirmed several erbe faults. The tse walked the caller through moving the power cord to the erbe generator, but the issue remained. Monopolar energy would intermittently work. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) replaced the vio dv 2.0 integrated electrosurgical unit (iesu) to resolve the reported issue. The iesu has been returned and evaluated by the failure analysis team. The reported failure (c-30 monopolar firing issues) could not be reproduced. The unit energized and cauterized and all ports recognized instruments.